Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated that on (B)(6) her husband woke up in night and noticed that the patient's dexcom receiver showed 3.1 mmol/l (but he is not absolutely sure about the value). The patient did not take any blood glucose (bg) value on her own bg meter. The patient's husband gave the patient glucagon and she was feeling well shortly after. The patient did not go to hospital this time. It was stated that the sensor was on day 8 and had been restarted. No product defects or failures were alleged. At time of contact the patient's condition was she was feeling well. No additional event or patient information is available.